Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Contact reported that following a two level implant, the pt awoke with leg pain. The surgeon was concerned about the position of the charite disc and its contact with a nerve. The following day. Surgery was performed to extract and reposition device.